Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: there was a primer trauma injury case (polytraumatio). A locking compression plate-distal femur plate was implanted on (B)(6) 2013. A few months later, after minor trauma, there was a plate breakage, date unknown. The plate was removed on (B)(6) 2013. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Based on the topography of the fracture surface, we can conclude that the implant way subjected to axial and one sided dynamic bending loads. Constantly alternating load cycles during walking led to the fatigue of the material, then to a first crack and a fatigue fracture over the half fracture surface. The secondary trauma led to an overload situation leading to a final breakage of the pre-damaged plate. The lcp df could not resist the applied force which finally led to the fatigue failure /material overload. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.